Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that 1 year and almost 2 months after dental implant was installed in intraoral region #14, its loss of osseointegration was observed. In addition, 32ncm of primary stability was achieved, the patient presented bone type IV and bone graft was executed.